Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) had stopped working. It was reviewed that the ins was over a decade old and almost certainly at an end of service (eos) battery status, although this was not confirmed. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient would likely need to see a neurosurgeon to have their implantable neurostimulator (ins) replaced. It was reviewed that the leads may not need to be replaced if they are in good working order. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.